Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial gastrectomy, the staple line was bleeding and oversew was done to fix it. It was reported that four loading units were used with the open stapler.